Event description:
Central venous catheter injection caps for a home care agency changed to the ultrasite valve, by b. Braun. The cvc infection rate per 1000 catheter days increased to 2.03 for the month of november as compared to the year to date rate of 0.65 per 1000 catheter days. A careful review indicated the only significant change in treatment or personnel was the change to the ultrasite injection cap.